Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error.  Customer indicated that the alarm was cleared after an infusion set change and the pump was able to rewind. The customer's blood glucose reading was 154mg/dl at the time of incident. Troubleshooting found that the pump displacement test passed. Troubleshooting advised customer to change the entire set, reservoir and insulin as soon as possible.